Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 455 mg/dl at the time of incident. Customer reported that the insulin pump system had not been in use within 48 hours of reported high blood glucose event. Customer stated that the drive support cap appears normal. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. The insulin pump will not be returned for analysis.